Event description:
Date notified: (B)(4) 2005. A model 706 ventilator (s/n (B)(4)) failed to cycle. An inspection of the device revealed a defective resistor and a defective integrated circuit. The resistor and the ic were replaced. The device was tested to specifications and returned to the customer. No pt was involved at the time of the failure.